Manufacturer narrative:
Date of event: event date not provided and estimated to the first day of the month.

Event description:
It was reported that stent difficult to position occurred. The 80% stenosed target lesion was located in a mildly tortuous and non-calcified left superficial femoral artery. There were few of the epic stents were not deployed properly with a significant 20-30% jump or migrated. Specifically, one stent a 6 x 100 x 120 epic stent was advanced for treatment which a jumped of 250% with faulty deployment. After starting to release from the catheter the stent missed the place of deployment. There was a drastic jump of the stent after it was deployed. The stent collapsed itself due to the stent was being pushed out rather than the sheath. The device was retracted as per the normal mechanism but remained inside the patient. The procedure was completed with a same diameter from a non-boston scientific device. There were no patient complications reported.